Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "headache, dizzy and short of breath". The patient stated the "device has a strange odor, burning/smoke/electrical odor". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer found no visible evidence of foam degradation. Device not needed for internal stock and was scrapped per fc:16-700-623.